Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. While advancing into the coronary, something unusual was noted and when the device was removed, it was separated so that the drive shaft was visible. Nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed anchor housing was detached from the female telescope, and the drive cable was kinked. Based on the evidence, the as reported code of telescope detachment of device or device component is confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. While advancing into the coronary, something unusual was noted and when the device was removed, it was separated so that the drive shaft was visible. Nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.